Manufacturer narrative:
The device was not returned. Therefore, an analysis has not been done.

Event description:
It was reported that the device did not work until nearly the end of a thyroid procedure. No response was received from the system. There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.